Manufacturer narrative:
Conclusion: it was reported that the 26 mm valve embolized after it was released. Subsequently, the valve was snared into the ascending aorta and the physician decided to implant a bigger valve. The physician opted to implant a bigger valve due to the previous valve embolization. The patient¿s native valve appeared bicuspid but the physician suspected a possible unicuspid valve because the two pre-implant balloon aortic valvuloplasty (bav) performed prior to the 29 mm valve implant were severely constricted. Three cine runs provided with the complaint were reviewed and showed the following based on the reviewer¿s discretion: the valve was severely constrained at 80% deployment and severe calcium in the annulus was confirmed. The valve was snared into the ascending aorta. The second valve was 100% deployed in a shallow position and it was constrained too. The cine review concluded that the first valve was severely constrained at 80%. The valve was confirmed to be snared into the ascending aorta but the reported valve dislodgement could not be confirmed by the imaged provided. The second valve was 100% deployed in a shallow position and the inflow portion appeared constrained. Information related to the patient¿s native anatomy (bicuspid or unicuspid) and the reported pre-implant balloon aortic valvuloplasty (bav) could not be confirmed. Potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. Based on the cine review, an assignable root cause for the valve embolization could not be determined. Valve dislodgement events are typically not related to a device malfunction. In this event, the second valve was implanted successfully and no additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve ((B)(4)), after release, the valve embolized. The valve was snared into the ascending aorta. After discussion, the physician opted to implant a 29 mm valve. This 29 mm valve ((B)(4)) was implanted successfully. No additional adverse patient effects were reported.